Manufacturer narrative:
Investigation of returned suspect mvs interface (umbilical) cable confirmed the event was caused by an electrical failure. The cable failed bench level testing. Continuity test failed, open between lemo pin 24 and connector j2 pin 5. The 100t test passed. The gbit test passed. Passed visual inspection.

Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was found that the umbilical cable had an intermittent failure. The site complained of an intermittent failure with the umbilical cable. Upon inspection, the cable failure was verified. The cable was removed and replaced. A system check was performed with no defects detected. The damaged cable has not been received by the manufacturer for evaluation. A communication failure mode was confirmed, with the root cause being a damaged umbilical cable. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system umbilical cable was damaged. It was reported that when the cable was manipulated in a particular way, communication could be established with the mobile view station (mvs). The communication between the image acquisition system (ias) and mvs was intermittent. There was no patient present when this issue was identified.